Manufacturer narrative:
The returned drill examined visually and under magnification. Examining the drill fracture site, there were torsional patterns and brittle fractures on the end. With the end of the drill encountering dense bone or something hard, it appears that the flutes may have gotten jammed during surgery. If the drill was wedged into something like the window of the drill guide and the drill was under power it could lead to an excessive twisting load (torsion) on the shaft of the drill causing it to break. Significant side loading of the drill during removal could force the drill up against the windows in the guide, contributing to the drill getting stuck and breaking. Since no information about the event was provided, no definitive conclusion can be made.

Event description:
It was reported that during surgery using an al2 plate, the drill was broken.the drill was able to be extracted and is not left behind in the body.10 minute delay, no adverse effects reported.